Manufacturer narrative:
Philips investigated this complaint. This case has been cancelled due to the absence of any issues found in the system, and the call was incorrectly logged. No issue found in system. No work performed by philips. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system was unable to power on. No harm to the patient or user was reported. Philips has started an investigation of this complaint.